Manufacturer narrative:
Product ID (B)(4) serial# unknown product type programmer; product ID (B)(4) serial/lot # unknown product type: software application card section information references the main component of the system and other applicable components are: product ID (B)(4) serial# unknown ubd: unknown UDI#: unknown product type programmer; product ID (B)(4) serial/lot# unknown ubd: unknown UDI#: unknown product type software application card if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for spinal pain. Although, it was also reported the hcp did not know the drug in the pump. It was reported the patient presented to the emergency room on (B)(6) 2017 with altered mental status, and signs of being somnolent. The patient was given 2 mg of narcan, and that did not resolve the symptoms. The patient was intubated. It was indicated the pump had been recently implanted, and the family reported the patient had been lethargic, and moving slowly since implant. The patient was described as ¿not quite herself.¿ the patient had been implanted on (B)(6) 2018, and began experiencing symptoms. The symptoms had progressed on the day of the report ((B)(6) 2017) which led to the emergency room visit. It was indicated the healthcare provider had tried to reach the managing doctor, but reached voicemail. It was indicated the symptoms were both sudden and gradual. Technical services sent the healthcare provider information regarding morphine emergency procedures. It was indicated the patient did not have a personal therapy manager (ptm) with them. It was reviewed that a company representative could be paged to assist with programming, but could not update the pump.